Event description:
It was reported that the patient may have vocal cord paralysis. The relationship to stimulation was unknown. The patient's device was functioning properly. No intervention had been taken regarding the possible vocal cord paralysis. No further relevant information has been received to date.